Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be determined. There is moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient stated that on (B)(6) 2020, 2 v-go's come off of her skin. The patient stated that the first v-go was applied on (B)(6) at night and came off after 4-5 hours. The patient stated that she applied a different v-go on (B)(6) in the morning and it came off within 4-5 hours.